Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited foreign material at the nozzle, forceps elevator and the distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and no response to due diligence questions with the customer about the foreign material, the origin of the foreign material or a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.